Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power advisory, power cable disconnect, and no external power alarms were confirmed with the log file retrieved from the returned system controller (serial # (B)(6)). Analysis of the log file revealed unexpected low power advisory/no external power/power cable disconnect alarm events that appear to have started on 12oct2023 at 18:57:44. Low power advisory alarm appeared to have initially started at 18:57:44, which should have displayed alternating ¿low battery¿ and ¿replace power immediately¿ with a red battery icon. The alarms would change between low power advisory/no external power/power cable disconnect alarm as the voltage values reached their corresponding alarm limit threshold. All the unexpected alarms occurred when the power cables were connected to the 14v batteries/battery clips. The system reverted to the internal 11v backup battery during no external power alarm events and was unaffected. Of note, a backup battery fault alarm was briefly active and was related to an unable to charge the backup battery fault code. All alarms cleared when a power exchange was completed to the mobile power unit at 18:59:54. On 13oct2023 at 10:02:54, a power exchange to the 14v batteries/battery clips was completed. Between 10:03:06 and 10:04:25, unexpected no external power/power cable disconnect were captured and appear to be related to fluctuating voltage values with both power cables. The unexpected alarm events were similar to the events captured on 12oct2023. A power exchanged to the mobile power unit was completed at 10:04:39 and cleared all alarms. The log files retrieved from system controller (serial # (B)(6)) captured similar intermittent unexpected low voltage advisory/power cable disconnect alarm events on 19oct2023. All the unexpected alarm events were captured while the system was supported on the 14v batteries/battery clips. The voltage values captured, prior to and post the alarm events, did not indicate a power exchange was being performed or the 14v batteries were depleting. The alarm would activate as the voltage values fluctuate and reaching the corresponding limit threshold. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Electrical measurement of the underlying wires within the power cables did not reveal any shorted, severed, or conductor breakdown condition that could be potentially related. A root cause of the unexpected alarm captured in the log file could not be determined via this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ low voltage advisory alarm . 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm . 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The log also captured a few low power advisories due to battery depletion on 19oct2023. At times the patient would wait too long for the alarms to replace the power source. It was noted that the mpu did have a v-lock connector and the power cord had come loose from the wall. There were no known environmental issues and the mpu was not removed from service and would not be returned. The ventricular assist device (vad) was functioning as intended. The patient was reeducated regarding battery usage, sleeping, verification of pump support with the system controller green light and alarm conditions and management as well as the importance of notifying the vad team if a system controller replacement was necessary.

Manufacturer narrative:
Section d1: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient replaced his original primary system controller with his secondary system controller. The primary system controller began alarming replace backup battery. In the process of troubleshooting, the patient experienced several episodes of no external power and driveline disconnected alarms. The replace backup battery alarm occurred numerous times at which the patient elected to change the system controller, confused between replace backup battery and replace system controller. The patient noted the message to "call hospital contact" but chose not to do so as the patient felt it was okay once the system controller was replaced. The patient did not report any issues or notify heart failure team of the system controller change until presented in clinic. The patient was issued a new secondary system controller and counseled on the importance of informing the heart failure team when alarms occurred. There were no further indications to replace backup battery following the controller exchange. A set of two system controller log files were submitted for review. The log file for the original primary system controller captured an onset of low power, no external power, power cable disconnect no external power alarms on 12oct2023 18:57-18:59. The alarms resolved upon reconnection to the mobile power unit (mpu) at 19:02. There were also power cable disconnect, low power hazard and no external power alarms on 12oct2023 at 19:05. This was caused by power to the mpu being briefly interrupted. It was noted that the mpu did have a v-lock connector and the power cord had come lose from the wall. The event log also captured that the driveline was disconnected on 12oct2023 at 22:53:15 and then reconnected at 22:55:21. The pump was off for approximately 2 minutes and the patient "didn't feel any differently" while the pump was off. On 13oct2023 at 10:03 and 10:04 power cable disconnect and no external power alarms were captured and it appeared that both power cables had been disconnected. There was no pump interruption during these alarms as the external backup battery (bb) functioned as intended. The driveline was disconnected again on 13oct2023 at 10:10. Related manufacturer reference number: 2916596-2023-07599.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.